Manufacturer narrative:
Pr#: (B)(4). A follow up will be submitted upon completion of the investigation.

Event description:
The customer reported voice promote coming in AED mode but display not coming. There was no reported patient involvement/adverse patient impact.